Manufacturer narrative:
An investigation has been initiated based upon the reported incident.

Event description:
The user facility reported that the device slipped and caused laceration of the patient scalp during a prepositioning phase prior to surgery.